Event description:
It was reported that needles detach from the syringe.

Manufacturer narrative:
It was reported that needles detach from the syringe. According to the reporting facility, this has been observed "when inserting into a vial or if you go to change the needle to a new one - the bd needles do not fit on the syringe." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. One (1) box of product in new condition was returned for evaluation. Visual and functional testing was performed and the reported problem/issue was unable to be reproduced or confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.